Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with moderate calcification, heavy tortuosity and 90% stenosis. The ht wiggle wire was used because a non-abbott scoring balloon catheter could not cross the lesion. The wiggle guide wire was advanced; however, caught on the balloon during advancement and was also stuck with the balloon catheter during removal. Therefore, the wiggle guide wire was removed as a single unit with the balloon catheter. A new scoring balloon catheter was advanced with a new wiggle guide wire and a supportive catheter to continue the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.